Event description:
It was reported that this right atrial (ra) lead was explanted due to lead insulation damage. Additional information from the field representative indicates that there appeared to be lead on lead interaction in the pocket that caused an insulation break near the header. Also, information provided indicates that the lead was damaged during the explant procedure and it was cut at the fracture point near the clavicle to introduce a locking stylet. This lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to be returned.

Manufacturer narrative:
The product is not expected to be returned for analysis as it was damaged during the explant procedure. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead insulation damage. Additional information from the field representative indicates that there appeared to be lead on lead interaction in the pocket that caused an insulation break near the header. This lead was successfully replaced. No additional adverse patient effects were reported.